Event description:
It was reported that the device and rv lead were explanted after two inappropriate shocks occurred when the patient turned to his left side in bed. The device's memory indicates that the shocks were caused by oversensing of noise. No further patient complications were reported as a result of this event.

Event description:
It was reported that the device and rv lead were explanted after two inappropriate shocks occurred when the patient turned to his left side in bed. The device's memory indicates that the shocks were caused by oversensing of noise. No further patient complications were reported as a result of this event. It was further reported that the 6942 lead was explanted in 2005 due to multiple inappropriate shocks during physical activity. The cause of these shocks were due to oversensing. The lead was replaced by model 6949. The 6949 model was the lead involved in this event where two inappropriate shocks occurred when the patient turned in bed. These shocks were caused by oversensing of noise and the device and lead were subsequently explanted. No patient injury was reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; full lead was returned for analysis. No anomalies found.